Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: the radiologist discovered a piece of an intact wire inside the patient investigation conclusion: the reported issue was not confirmed. The generator passed all functional tests with no failures found. The "intact wire lodged inside patient" complaint is not indicative of a generator failure, based on successful functional testing. The patient injury complaint also is not able to be replicated in the laboratory environment. The handheld wand used in the case was not returned to generator service and repair personnel for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
During a 6 month mammogram follow up, the radiologist discovered a piece of an intact wire inside the patient. The radiologist did not want to extract the wire at this time. There was no adverse effect to the patient.